Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced, restoring the therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's lead at t9 migrated causing ineffective stimulation. Migration was confirmed with x- rays. As a result, surgical intervention may take place to address the issue.